Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. Upon receipt, both response button covers were missing. Additionally, the front response dome was missing causing the front response button not to function. The cause for the damaged response buttons cannot be positively determined but was likely the result of physical abuse. No adverse event resulted from the inoperative response button. The patient was issued a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his response buttons fell off. The patient was issued a replacement monitor.